Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device was disposed of at their facility. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, a piece of the blade fell off in the doctor¿s glove outside the patient. The device was being used to cut and remove old mesh from a patient. The issue occurred when the device was being inspected after giving an error tone. Scissors were used to continue the procedure and no patient injury occurred.